Manufacturer narrative:
A distributor engineer was at customer site to address the reported event. The reported issue was resolved by changing the power supply. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint and service history review for serial number (B)(4) from the date of 10jan2019 of through aware date 10feb2020 was performed for similar complaints. There were two other complaints identified during the searched period. The aia-360 operator's manual under chapter 2-5[?]power supply states the following: 6. Power supply. Confirm the following system power supply specifications. Power specifications[?]100/120v ac and 220/230v ac ±10 v 250 va 50/60 hz connect the aia-360 using the accessory power cable grounded to the power supply socket (10 a). Avoid connecting the aia-360 to the same power socket as other equipment, such as refrigerators and compressors, that consume large volumes of power. Use only a power supply line equipped with circuit protector. After confirming that the power supply switch located on the left rear of the system is set to the off position, insert the power supply cable into the socket. The probable cause of the reported event was due to power supply failure.

Event description:
A customer reported to the distributor power supply and power board voltage failure on the aia-360 instrument. A distributor engineer was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), prolactin (prl), progesterone (prog ii), alpha-fetoprotein (afp), and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.